Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review cannot be completed. The sample disposition is unknown at this time; however, follow up attempts are underway to determine if the device will be returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two weeks post port placement from the jugular via ultrasound, the catheter allegedly broke and the distal segment migrated to the heart. It was further reported that the segment was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review:a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one plastic port with groshong catheter was returned. A visual and tactile evaluation was performed. The sample was returned in two segments, with a broken segment of catheter measuring approximately 15.2 cm. Residue was noted throughout the returned sample. The broken surface was observed to be both partially smooth and partially rough in sections. An overall uneven break was noted with one portion of the proximal surface was observed to project onto the distal surface. However, the tactile evaluation of the catheter noted nothing remarkable in near the break site. Based on the return sample evolution, the investigation is confirmed as reported for catheter break. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off and flexural fatigue; however, insufficient sample evidence prevented identification of a root cause(s). Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately two weeks post port placement from the jugular via ultrasound, the catheter allegedly broke and the distal segment migrated to the heart. It was further reported that the segment was removed. The current status of the patient is unknown.

Event description:
It was reported that approximately two weeks post port placement from the jugular via ultrasound, the catheter allegedly broke and the distal segment migrated to the heart. It was further reported that the segment was removed. The current status of the patient is unknown.

Manufacturer narrative:
The lot number for the device was not provided. Therefore, a device history record review cannot be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review cannot be completed. The sample disposition is unknown at this time; however, follow up attempts are underway to determine if the device will be returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two weeks post port placement from the jugular via ultrasound, the catheter allegedly broke and the distal segment migrated to the heart. It was further reported that the segment was removed. The current status of the patient is unknown.